Manufacturer narrative:
Concomitant medical products: 1458q, lead, implanted: (B)(6) 2014. 1388tc, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.